Event description:
The customer reported that an 840 ventilator lost communications. The malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).